Event description:
The surgeon was inserting the +22.0 diopter cc4204a collamer single piece lens and the lens got stuck on the plunger of the injector. There was patient contact but no injury. The lens was removed and a three piece lens was implanted. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes method (other) - lens work order search. Results (other): a visual inspection of the returned lens showed the lens was returned in liquid, the optic was torn and both haptics were torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).